Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01981.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted one smart coil into the target location. While attempting to advance the next smart coil, it would not advance from its initial position in its introducer sheath. Therefore, the smart coil was removed. It was reported that the same issue occurred with another smart coil; therefore, this smart coil was also removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advance through the introducer sheath friction lock with resistance; subsequently, additional resistance was experienced, and the smart coil could not be advanced any further. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advance through the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2020-01981. H3 other text: placeholder.